Event description:
Caller reported experiencing alarm 2 followed by alarm 26 due to an occlusion event. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Initially, the customer continued using the same cartridge and ifs set, successfully resuming insulin delivery, while for other similar issues, they replaced both components, resolving the problem. The customer expressed frustration over these recurring issues, prompting cts to arrange follow-up assistance and send replacements, which satisfied the caller.